Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. The insulin pump was received with scratched case, stained keypad overlay, faded serial number label, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a incorrect display. The customer stated that there was a crack on the battery side of insulin pump and she was able to see the quarter screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.